Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the associated defibrillator failed for high impedance using these attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to the CPR pads. The customer was sent replacement CPR pads to resolve the customer's report. Analysis for reports of this type has not identified an increase in trend.